Manufacturer narrative:
A steris service technician inspected the washer and found it to be fully operational; all washer test cycles completed successfully and test loads came out dry. No loose hardware was noted and the washer doors worked properly. Steris will offer the user facility in-service training on proper operation of the equipment to ensure that employees are loading items properly in the inverted position and checking for residual liquid prior to removing items from the washer.

Event description:
The user facility reported that a hospital employee slipped and broke her leg when unloading a washer upon completion of a cycle. Steris contacted the user facility for incident/employee information however the facility refused to provide additional information. The user facility would not confirm steris equipment was involved in the reported incident.

Event description:
It was reported that the patient missed a refill. The patient was experiencing withdrawal with the following symptoms: he was cold and hot, throwing up, and his legs hurt badly. The patient was looking for a new hcp.

Manufacturer narrative:
A steris account manager conducted an in-service training for hospital personnel regarding the proper operation of the reliance 220 cart washer on february 9, 2010.